Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch where the customer reported a leak during use. The customer stated that they had a chemo spill in the cancer center due to a pinprick hole in the secondary tubing which resulted in a decontamination drill for the nurse administering. Zepzelca was in the tubing. The nurse was using the closed system circle priming method, and when the roller clamp was unclamped chemo was noted to begin spraying from the side of the tube in a linear way. The location occurred at the infusion center room chair 3. The chemo immediately began leaking from the tubing with priming. The event occurred during patient use while priming tubing to administer drug to patient. There was no patient harm, but a nurse did become exposed to the hazardous drug as the pinprick hole leaked onto her neck and chemo ppe.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'chemo spill due to a pinprick hole in the secondary tubing which resulted in a decontamination drill' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.